Event description:
Patient scheduled for outpatient upper endoscopy with ph bravo capsule placement. Capsule successfully placed within patient. While she was in pcu for recovery, the nurse called to report that the receiver was beeping. This rn plus the rn who was involved in case, went to pcu to check in. Noted beeping every few minutes lasting about 5-10 seconds. Call made to customer support for receiver while in room with patient. Customer services verified that light was flashing blue in between beeps, which indicates it's still working. Red light was flashing while the beep was occurring, which indicates an interference of some sort but information still being transmitted per support. Patient reassured and went home. During the evening she called the on-call nurse with complaints of the device still beeping. On-call rn called coworker who deals with the bravo more frequently, at which point she called customer support who reiterated everything from earlier conversation. Patient called again the following day. This rn answered call and the patient reported that the receiver had shut off, even though it was scheduled to record for 48 hours. At that point it had only been 24. Patient very upset that the test didn't obtain the information it was supposed to. Confirmed with both rn's who calibrated receiver and they verified it had been set for 48 hours. Patient returned receiver and data was uploaded. There is data on the report, but it needs to be read by doctor to determine if it's good enough.